Event description:
As the surgeon was attempting to place the essure, she met resistance. The surgeon did not "feel" that she had proper placement so attempted to remove some extra tissue and she saw some bleeding. She explored and saw a perforation; therefore did not place the essure. She stopped the procedure and did a laparoscopic bilateral tubal ligation with another device.

Event description:
As the surgeon was attempting to place the essure, she met resistance. The surgeon did not "feel" that she had proper placement so attempted to remove some extra tissue and she saw some bleeding. She explored and saw a perforation; therefore did not place the essure. She stopped the procedure and did a laparoscopic bilateral tubal ligation with another device.